Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 750 mg/dl with unspecified ketones, nausea and symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized for diabetic ketoacidosis and treated with insulin via injection, IV glucose and IV fluids. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: the black box showed the event date the pump was running on basal index = 2 on (B)(6) 2016 at 00:02. The basal program was manually switched to basal index = 3 on at 21:50. A temp basal program was run from 06:02 to 21:50. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the of end testing, the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. There were no delivery defects found during delivery accuracy testing and the pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during testing. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).